Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer reported seeing a red x on the insulin gauge. Tandem technical support was unable to confirm if any alarms were observed. The customer reloaded the same cartridge and was able to complete the load sequence successfully. There was no reported impact to the customer's blood glucose level.